Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer reported a reaction in a therapeutic plasma exchange procedure patient after finishing her last treatment. The patient complained of a rash on her chest. Two days later she complained of a sensation in her mouth that spread up her face and into her head and down her extremities. She called two days later and said she has more of a rash on her chest. Benadryl 12.5 mg was given per physician order during the treatment. The patient's symptoms resolved by the end of treatment. Patient identifier, age, and weight are not available at this time. The exchange set is not available for return for evaluation because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: details on the patient and her pre-existing condition were not provided. The physician and nurse addressed the symptoms by giving benadryl 12.5 mg in response to the reaction, but it is unclear if this was administered orally or intravenously. The patient's symptoms resolved by the end of treatment. This product has been processed with eto to achieve a 10-6 sterility assurance level in accordance with en iso 11135. This product has been validated to achieve less than 6mg eto, meeting the requirements of iso 10993-7 prior to release and less then 1ppm in the collect bag at time of use. All sterilization requirements passed. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the patient reaction experienced by the customer. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Symptoms of these allergic reactions may include hives, dyspnea, wheezing, burning eyes, tachycardia, hypotension, and or facial swelling and flushing. Mild reactions can be treated with diphenhydramine administered through an IV. Root cause: based on the clinical and investigational findings, possible causes for the patient's reaction include but are not limited to an allergy to replacement solution and/or patient sensitivity to eto.

Event description:
The customer reported a reaction in a therapeutic plasma exchange procedure patient after finishing her last treatment. The patient complained of a rash on her chest. Two days later she complained of a sensation in her mouth that spread up her face and into her head and down her extremities. She called two days later and said she has more of a rash on her chest. Benadryl 12.5 mg was given per physician order during the treatment. The patient's symptoms resolved by the end of treatment. Customer did not reposnd to attempts to obtain patient identifier, age, and weight. The exchange set is not available for return for evaluation because it was discarded by the customer.